Manufacturer narrative:
Evaluation: results: the event cannot be confirmed through product analysis testing. As received, no visual anomalies were observed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was to receive the scs system on (B)(6) 2011. It was reported the physician observed a significant amount of bleeding following the laminectomy (prior to implanting the surgical lead). The physician advised he did not feel comfortable implanting the lead due to the patient's anatomy. The procedure ws aborted. Follow up information and the manufacturer's device registration system confirmed the patient received the scs system (which included an ipg and one percutaneous lead) on (B)(6) 2011.